Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had presented to the emergency room for fatigue, chills, fever and dizziness.

Manufacturer narrative:
Concomitant medical products: 500dm31 mechanical valve, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed (B)(6). It was also reported the patient was diagnosed with endocarditis and a transesophageal echocardiogram (tee) revealed vegetation on the patient's mitral valve. The patient was treated with antibiotics and the cardiac resynchronization therapy defibrillator (crt-d) system was explanted, however the patient failed to respond to treatment and later passed away. A cause of death of sepsis was provided. The patient was a participant in the (B)(6) clinical study.